Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged during a mitral valve replacement. The lead was programmed off. No patient complications have been reported as a result of this event.